Manufacturer narrative:
(B)(4). Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level below 70 mg/dl and was found unconscious by her spouse. The spouse woke her up and the customer consumed juice and fudge to address the low bg. The customer's had not eaten and was the cause of the low bg. Upon loading new cartridge, the customer did not see insulin exiting during the fill tubing step and found that the leur lock was loose. The customer received a minimum fill notification using multiple cartridges. Tandem technical support assisted the customer and the fill tubing and cartridge load were completed. Insulin delivery was resumed.